Manufacturer narrative:
Device cleared for use but not marketed in the us. Synthes is unable to provide the date of manufacture. Investigation could not be completed, no conclusion could be drawn, as product was not returned.

Event description:
During a clinical investigation it was reported that a patient in norway implanted with norian drillable and a 4.5mm lcp proximal plate during a trial on an unknown date experienced a possible reaction to the implant. Patient complained of pain during follow up period on (B)(6) 2011 and was hospitalized with inflammation and possible infection. Patient had a re-operation, a culture was taken and found negative. Patient was treated with antibiotics.